Event description:
On april 15th at appx 11am I went to my resort office in (B)(6). The smart drive was put on the back of my chair, I went to the front door turned on the motor and advance it forward and went to the office. As I approached the office I turned the motor off, pushed myself forward reached over and pressed the auto door opener, moved hand back and the motor turned on and pushed me into the glass door. I thought it odd but dismissed it as I had a meeting to attend. I went to my meeting turned my motor off and checked the off dial a couple times. At a little after noon I met my friend and proceeded to walk down the street to eat and shop. At appx. 2:15pm my friend and I started walking back to the resort, I saw a family of birds I wanted to take a picture. We stopped, I shut my motor off, I got my phone out to take a picture when my friend scared the birds away. I back away to get back on the sidewalk when my chair shot forward toward a patch of grass. I grabbed my rims to stop, my front casters hit the grass the motor kept pushing me forward I tried to turn the dial back it was in the off position, I was pitched forward, I tried to break my fall I heard a crack my wrist instantly hurt and I saw my wrist was separated from my hand. I yelled for my friend to call 911. This all happened in a matter of seconds. I was taken to (B)(6) hospital emergency room. I was given anesthesia when I woke up the dr. Had reset my wrist. It was wrapped from my hand up my arm. I was told I would need surgery. On april 28th I got x-rays at the (B)(6) hospital and found my left leg was fractured as was my wrist and forearm. April 29th I had surgery on my left wrist, I had a metal plate inserted from my index finger to my mid forearm and a metal rod from the palm area wrist to appx 5 inches up my arm. When the wrist is healed the top metal will be removed the bottom rod will stay in my arm forever. I am still an inpatient at the (B)(6). Sci (spinal cord injury) unit. There is no date for discharge. Also, I've used a smart drive for several years, it had its glitches, especially with the watches. I used the dial for a couple years and knew how to turn it off and advance it with no problem. The new one worked the same way, the complete turn off has a little click to it. I have had many x-rays and blood tests all available at (B)(6).